Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and the device was making a grinding sound. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issues.